Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited two non-sustained episodes 15 minutes apart on the rate/sense channel. The noise did cause pacing inhibiton. The lead measurements are normal and consistent. The noise could not be recreated.